Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ring of 2.0mm coupler fell out when placed in the anastomotic instrument. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation with a note indicating "prong fell off¿. Visual inspection was performed which observed the 2.0mm jaw assembly had both rings intact. The left ring showed signs of use (dried blood); the right ring did not show signs of use. Additionally, it was observed that the left ring was bent. The reported condition was verified as a bent pin. The cause of the bent pin could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.